Event description:
Hcp reported pt presented with worsening tremor in 2005; improving after adjustment. Later the same day, the pt presented to urgent care after a fall in the parking lot. Pt was getting in the car and lost their balance, hitting their head on pavement. Pt did not lose consciousness but was slightly confused. CT scan showed no evidence of intracranial bleed. Pt was discharged home. Hcp reported pt fell off a 4-foot retaining wall in 2005, hitting the right side of the head. Pt sustained abrasion over right eye. No new weakness or numbness was noted. Pt presented to the emergency room with headache and lower back pain. The pt was alert but slightly sleepy at times. Cranial nerves were intact with no motor or sensory deficit. Head CT scan showed frontal subarachnoid hemorrhage and occipital nondisplaced skull fracture. Lumber spine CT scan showed l1 and l4 compression fractures. Pt was admitted to surgical ICU in stable condition. The pt's lumbar fractures were found to be stable and the pt began physical therapy. The pt was then transferred to the surgical floor. Their neurologist exam was stable. A follow-up CT scan showed slightly diminshed blood at the frontal pole with stable subdural fluid collections secondary to atrophy.